Manufacturer narrative:
Additional information was received that the patient was no longer using the scs (spinal cord stimulator). The patient underwent an explant procedure. No device malfunction was suspected. The explanted device were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.